Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The cause of the tear could not be determined. Updates and/or corrections made to the following sections: date of this report b4 model, catalog, and UDI# d4 explanted date d6 type of report g7 type of follow-up h2

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The cause of the tear could not be determined.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The cause of the tear could not be determined.

Event description:
Deflation resulting in explantation.